Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that insep magnet was missing. The field service engineer replaced insep to resolve the issue. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawers were not registering close. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in dispensing workflow. The customer indicated that they were able to retrieve the medication through pharmacy. There were no adverse events or injuries reported based on this incident.